Event description:
It was reported that, "pt was brought back to operating room 5 years status post shoulder replacement surgery because of suspected infection. Implant were removed and an antibiotic spacer was implanted."

Manufacturer narrative:
The following other devices were also listed in this report: shoulder - humeral head, 45 mm x 18 mm: cat # 5350-4518; lot 93247291. Shoulder - glenoid #7: cat # 5361-6107; lot pye37. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. Additional info has been requested and if available it will be submitted in the supplemental report.